Event description:
Event description guidant received information that during a routine follow-up, this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited a pulse generator fault message and was operating in fallback mode. The device was explanted, replaced, and returned to guidant for analysis.